Event description:
The user was pushing the rollator on carpeting in his home. The front right wheel weld on the user's rollator snapped off, causing the patient to fall on top of the device, hurting himself. The user was taken to the hospital, but nothing was broken - he is just sore.